Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported that the patient had a left ventricular assist device implanted. Numerous short v-v intervals and non-sustained episodes occurred during the implant procedure. The right ventricular lead sensing was noted to be diminished after the procedure. The lead remains in use. No patient complications have been reported as a result of this event.